Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the electrophysiology lab for replacement of the right ventricular (rv) lead. The rv lead had exhibited lead noise. The rv lead was capped and replaced without incidence on (B)(6) 2020. The patient was stable, before, during, and after the procedure. The patient did not suffer any symptoms from the lead noise.